Manufacturer narrative:
The investigation into the reported optical issues has been completed. Console logs from the reported day of event are consistent with complaint and show that after pump was connected to console, the pump eeprom usage data area 1 and 2 could not be correctly read (due to crc errors). This resulted in the console¿s software not recognizing the pump as previously used, which caused the missing prompt to resume pump at previous speed (with the same p-level as the last p-level on prior console). Because entire usage data was not read correctly, the erroneous value of 0 was used for calibrated g0, which resulted in placement signal out of range, due to incorrect scaling. The pump was unplugged and re-connected in an attempt to resolve the issue, but prior to that, the usage data area 1 and 2 sections were overwritten by aic software with erroneous value of g0 but correct (matching) values of crc, so that after the pump was reconnected, there were no issues with reading its eeeprom. Nevertheless, the placement signal was still out of range (as indicated by alarm #1048 ¿placement signal not reliable¿ that followed), due to pump being recognized as ¿previously initialized¿ and having calibrated value of g0=0. The case continued, with uninterrupted hemodynamic support, although without placement signal, until its completion. Log analysis indicated that during eeprom reading issues, consistently repeating mismatch between read and calculated values of crc indicates that incorrect values were not the result of communication issues during eeprom reading but were recorded as such in the eeprom. Therefore, this issue might be related to the prior console, on which the pump¿s eeprom had been written to. The console was returned and extensively tested in the lab: entire communication path between pump¿s red handle and console¿s epc/4-in-1 carrier was monitored, and data was recorded and decoded (i2c between pump and impellatrnic and rs232 between impellatronic and 4-in-1). No issues with eeprom writing resulting in crc mismatch were observed, however some irregularities were observed. By externally corrupting (mis-programming) a test pump, so that crc values would not match the usage data area values, we were able to reproduce scenario of console being unable to recognize pump as previously used and assuming incorrect (0) value of g0. This scenario was not observed occurring on its own, despite multiple repetitions of the test. The exact cause of the issue (and whether it is due to pump or console), although known to be related to the mechanism of writing to pump¿s eeprom (inside the red handle), could not be determined because the issue could not be reproduced, and the pump used was not returned for analysis. The failure modes will be monitored and trended.

Event description:
The complainant reported that their automated impella controller (aic) failed to display a placement signal and began to alarm with a 'placement signal not reliable' alarm. Patient support continued with no know patient harm or injury. Upon evaluation of the aic, it was determined that the optical signal issue was due to an eeprom corruption issue that is unable to be correlated with the pump or aic.

Manufacturer narrative:
Corrected data: h6.